Event description:
Per the clinic, the patient was placed under anesthesia (specific type not reported) on (B)(6) 2024 in order to perform an integrity test. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 02, 2024.